Event description:
It was found in a professional journal; patients with glottal insufficiency, who were injected with radiesse voice (caha) experienced a suboptimal injection. Laryngoscope, 118:2260-2263, 2008

Manufacturer narrative:
It was found in a professional journal; five patients with glottal insufficiency who were injected with radiesse voice (caha) experienced a suboptimal injection. All patients underwent endoscopic revision surgery under general anesthesia. No complications occurred during excision. Three patients required no further laryngeal interventions for voice quality. Two patients who had persistent glottal insufficiency with a decline in vocal quality underwent a subsequent type I thyroplasty with excellent results. Two patients in which pathological analysis was available, a local foreign body reaction was noted without the presence of expansible granulomas. All patients experience subjective and objective improvements. Superficial injection into the subepithelial space is a rare complication or injection laryngoplasty with caha. Placement in this area will have deleterious voice ramifications. Excessive injection of this durable compound may lead to over-medialization that may not spontaneously resolve by resorption. Complete control, often with general anesthesia, during initial injection may decrease the incidence of these complications.